Event description:
It was reported that patient underwent procedure, utilizing an allthread peek suture anchor in 2009. During the procedure, two (2) anchors were attempted for use but would not release from the inserter hande. A third anchor was opened and released successfully.

Manufacturer narrative:
There have been no trends identified related to this type of event. Evaluation of returned device found the inside of the anchors had been gouged out due to application of excessive troque on the drivers, therefore accurate dimensional evaluation could not be performed. The application of excessive torque most likely occurred during the assembly process.